Event description:
The customer reported a physicist descrepancy. Hlv excedding dose limits. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site evaluation. The rep adjusted the hlv fluopro dose to 17.1r/min iaw instructions. System operating as intended.